Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the minute ventilation (mv) sensor was disabled due to misinterpretation of atrial fibrillation (af) to be the mv sensor single on this pacemaker. Boston scientific technical services (ts) recommended either reenabling the mv sensor noting that it might be disabled again due to chronic af or program the device to vvi as device data indicates that the patient is in permanent af. No adverse patient effects were reported. The device remains implanted and in service. It was also reported that the sensor rv ring-can previously measured at less than 200 ohms. The device was reprogrammed to vvir and the patient will be monitored. No adverse patient effects were reported. The device remains in service.